Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer was unable to finish troubleshooting with tandem technical support but was provided with information to reset the pump to resolve the issue.